Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section.". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had a patient set for normothermia to targeted temperature that was 36c, but patient temperature was not getting close to that targeted temperature in arctic sun device. Patient temperature was 34.9c, water temperature was 40.1 and water flow rate was 1.6 l/m. It was stated that the patient had an open abdomen, so they were unable to place the abdominal pad. It was discussed about the importance of coverage when possible. In that case, they were doing the best they could with the surface available. No alerts or alarms occurred. It was noted that the water temperature was very warm trying to get patient to the targeted temperature. Discussed adding bair huggers or warm blankets to hands, head and feet. Nurse noted they would add bair huggers. Advised to call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had a patient set for normothermia to targeted temperature that was 36c, but patient temperature was not getting close to that targeted temperature in arctic sun device. Patient temperature was 34.9c, water temperature was 40.1 and water flow rate was 1.6 l/m . It was stated that the patient had an open abdomen, so they were unable to place the abdominal pad. It was discussed about the importance of coverage when possible. In that case, they were doing the best they could with the surface available. No alerts or alarms occurred. It was noted that the water temperature was very warm trying to get patient to the targeted temperature. Discussed adding bair huggers or warm blankets to hands, head and feet. Nurse noted they would add bair huggers. Advised to call back with any additional questions or concerns.